Event description:
Philips received a complaint from the customer reporting poor touch response on v60 ventilator touchscreen. The device was in clinical use and continued operations when the issue was observed. The device did not meet specification for intended use and was removed from service. There was no report of harm. The ventilator was exchanged for an alternative ventilator. There was neither delay in therapy nor medical intervention reported as a result of this issue. A philips authorized service provider (asp) evaluated the device and was unable to duplicate or confirm the reported issue in functional testing. The asp replaced the touchscreen proactively as a preventative measure. The device was verified as operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).